Event description:
The customer observed false negative architect stat high sensitive troponin-I results for multiple patients while running on the architect i2000sr analyzer. The customer said when the samples were repeated, generated positive results on another architect i2000sr analyzer. No customer cutoff was provided, therefore, using the package insert overall cutoff of 26.2 ng/l. The customer provided 2 patients with repeat testing: sid (B)(6): initial result: 0.0 ng/l, repeat on another analyzer: 226.8 ng/l. Sid (B)(6): initial result: 2.5 ng/l, repeat on another analyzer: 82.8 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: sid (B)(6) (2 patients). All available patient information is included. Additional patient details are not available. Service resolved the issue by replacing the arc probe (08c94-42) on the architect i2000sr (B)(4). No additional discrepant result issues have been reported since the service activity was completed. The arc probe (08c94-42) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant / erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations for the part or instrument associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.